Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardiac monitor (icm) detected noise and was undersensing. It was also reported that the device pause and the electrogram showed premature ventricular contractions (pvc) with large amplitude followed by several undersensed beats. The device remains in use. No patient complications have been reported as a result of this event.